Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s implantable cardioverter defibrillator (ICD) delivered shock therapy for atrial fibrillation (af) with rapid ventricular response that was detected as ventricular tachycardia (vt). The ICD remains in use. No further patient complications have been reported as a result of this event.